Event description:
Additional information received from a healthcare provider via a clinical study reported the pump was explanted due to the infection. The catheter was capped with another catheter implanted on this date.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving fentanyl (2000.0 mcg/ml at 1200.8 mcg/day), bupivacaine (20.0 mg/ml at 12.008 mg/day), and morphine (4.0 mg/ml at 2.4017 mg/day) via an implantable infusion pump. It was reported the patient had a pump pocket infection. There was yellow purulent drainage from the pump pocket site. On (B)(6) 2016 the patient reported poor wound healing. An examination on (B)(6) 2016 gave results of oozing blood drainage but no seroma or hematoma was palpated. A surgical observation gave results of aspiration on (B)(6) 2016 and laboratory testing gave results of cultures growing enterobacter. An intervention performed included explanting and not replacing the pump. The etiology of the event was noted as unlikely related to the device or therapy and possibly related to the implant procedure. The outcome of the event was noted as resolved without sequelae on (B)(6) 2016.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.